Event description:
It was reported that a malfunction occurred with a pump. There was no reported impact to the customer's blood glucose level. The son, who was not with the mother at the time, was unable to conduct troubleshooting, so the case was left open by technical support. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no response was received.